Manufacturer narrative:
The insulin pump was received alarming remote frequency pic failed self-test due to faulty connector on remote frequency board. After replacing the connector the device passed self-test and displacement test. The device was unable to upload to carelink due to multiple displayable history crc check failed on startup alarms noted in history screen. Alarm was due to corrupted history file. The device had minor scratches on lcd window.

Event description:
It was reported that the customer could no upload the data from his or her insulin pump to carelink. The customer's blood glucose was unknown at the time of reporting. The insulin pump is being returned. No further information to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.